Event description:
It was reported that during a procedure of the moderately tortuous, non-calcified, restenosed, proximal right coronary artery (rca), the 3.5 x 12 mm xience alpine stent delivery system (sds) balloon was being inflated once at less than 4 atmosphere (atm) when contrast was seen leaking from the balloon. The stent was not fully deployed/apposed to the vessel wall. The sds was removed and the stent was deployed using several balloons to achieve good stent wall apposition. The stent was in the target lesion and a good result was reported without adverse patient sequela or a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was returned for analysis. The balloon rupture was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It was reported the alpine stent was used in a restenosed lesion. It should be noted the xience alpine everolimus eluting coronary stent system electronic instructions for use (eifu) states: the xience alpine stent system is indicated for improving coronary artery luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.